Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. The customer stated that the contacts on battery cap was not missing or damaged. The battery compartment or spring is damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device received with a blank display due to moisture damage electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked battery tube threads, cracked case. The device p-cap or test reservoir locks in place properly and no anomaly noted.